Manufacturer narrative:
Summary: the two pictured waveone gold primary files 25mm are broken at the tip of the active part. No further analysis can be made because the instruments are not available physically. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Event description:
In this event it is reported that a waveone gold primary 3-file ster 25mm file broke during use. The broken part was not retrieved from the canal. Treatment was completed.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.